Event description:
It was reported that this right ventricular (rv) lead exhibited a lead fracture or breakage. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead fracture or breakage. The fracture was identified via x ray and was located towards the subclavian. The rv lead was fractured for some time as the new system was implanted back and the rv lead was left abandoned at that time. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.